Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
There was reportedly no additional medical intervention other than explant surgery.

Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient reportedly experience device extrusion. The recipient presented with phlogosis and thinning of the skin. The recipient's device was explanted.

Manufacturer narrative:
The recipient has reportedly healed. The recipient will be reimplanted at a later date.